Event description:
Information received indicates the bed is flashing a 3-1 I service code due to exposed wiring on the left coiled cable.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.